Event description:
The user facility reported the system 1e uv light assembly had fallen off the wall. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and determined that the assembly was improperly installed which allowed it to fall. The technician repaired and reinstalled the uv light assembly, tested the unit and returned it to service.